Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the customer reported problem of ¿failed flow rate test¿ was not reproduced. The device was sent for flow test at a delivery rate of 40 ml/hr at a vtbi of 40 ml for a 60 min run time. The delivered amount was 41.457 and the error percentage was at 3.6425%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.